Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection signs of abrasion were detected on the steroid carrier. However this damage is not assumed to be the root cause for the clinical observation. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported loss of sensing and capture. The values of the parameters measured during the electrical analysis were within the technical specifications. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead was explanted after it was found to be nonfunctional; loss of sensing and capture were noted. Should additional information become available, this file will be updated.